Event description:
The customer stated the paddles contact clips are rusty and failing shift check. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.